Manufacturer narrative:
The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-38 alarm was identified during functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The cause of the condition was determined to be damaged force sensing resistors (fsrs). The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. During service, the device presented an f-38 (malfunction in tube misloading detection circuitry) alarm. There was no patient involved. No additional information is available.